Event description:
A patient reported they were recently hospitalized. There was no other information available at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.